Event description:
It was reported that during service evaluation the renasys touch was found unable to operate on ac or battery power and could not recharge the battery due to a broken j13 connector on the main board. No patient involved.

Manufacturer narrative:
H10. H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported no defects. The functional evaluation confirmed that the device could not operate on mains power or charge the battery, establishing a relationship with the event reported. The root cause has been identified as a failed individual component on the main circuit board. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported event has been reviewed, revealing further instances, these instances are being monitored to determine if additional actions are required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.